Event description:
Device malfunction: loss of resistance. Time of malfunction: during vessel closure. Symptoms/ae: none - failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic angiogram. Reportedly, as the physician pulled the device back to locate the arteriotomy, loss of resistance occurred and the device came out of the artery. The vessel locator wings remained open. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.